Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the large volume infusor leaked. Five days prior to the event onset, the patient was connected to the infusor. The infusor was filled with 50mg/ml of fluorouracil diluted in 255 ml of nacl 0.9% solution. The expected infusion time was seven days. Five days after connection, the patient noted a wet spot on their pants and the patient¿s skin was wet. The patient was seen in the hospital and there was no patient injury or medical intervention associated with this event. No additional information is available.